Manufacturer narrative:
The device did not have a battery when received. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The device had a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
Customer's wife reported that the customer had passed away. The blood glucose reading was 175 mg/dl. Customer had been in the hospital for about a week. She reported that the hospital had taken the insulin pump off of the customer and that he had not been wearing it for two weeks prior to his passing. The cause of death was liver cancer. Nothing further was reported.